Manufacturer narrative:
Corrected date of event.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, a gore-tex suture was used in the av graft surgery. As one to two stitches were made, the physician noticed the tip of the needle broke off and fell in the patient. The broken needle was removed from the patient. The procedure was concluded with another suture. There was no health hazard reported.

Manufacturer narrative:
(B)(4). The gore-tex® suture instructions for use (IFU) warns that broken needles or damaged thread may result in extended or additional surgery or retained foreign bodies.